Manufacturer narrative:
The field service engineer determined there was a missing electrode o-ring. The o-ring was replaced and the ise fluidic path was primed. Ise checks were performed without errors and all signals recovered within specifications. The customer performed calibrations and ran controls. Controls recovered within the customer's range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter also mentioned they were receiving ise calibration errors. The sample initially resulted with a cl value of 91 mmol/l, which repeated as 103 mmol/l. The repeat value was believed to be correct. The cl electrode lot number and expiration date were requested, but not provided.